Event description:
Rptr states left rear receicer broke while the pt was transferring into the chair. Pt was taken to the hospital by their parent. Pt was kept overnight in the hospital for observation. Pt received a bump to the head and bruises to the left side of their body.